Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the arm. On (B)(6) 2024 around 5:00 pm, the patient was feeling dizzy, and as the cgm reading was 3.1 mmol/l, the patient self-treated with drinking apple juice. No bg meter comparison was taken at this time. After self-treating the patient experienced severe vomiting and dizziness. A fingerstick was taken by the patient, the bg reading was 36.7 mmol/l, and no cgm reading was documented at that moment. The patient was brought to the hospital by her husband around 7:00 pm. The patient was treated with insulin (route unknown), zofran, and haldol, and recovered after treatment. It was not known why the patient was given haldol as the patient was unable to provide further details regarding the event. The patient was discharged on 08/16/2024 at 5:30 am. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.